Manufacturer narrative:
Exemption number: e2015015.

Event description:
Os (B)(4) - the dentist reported that nearly 2.5 years after the dental implant was installed in intraoral region #12 it was verified its non-osseointegration . The 15 ncm of primary stability was achieved and patient presented bone type ii.